Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultramini meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient did not report taking any actions due to the meter issue. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient went to the emergency room, where she was treated with insulin. The patient manages her diabetes with insulin taken on a sliding scale. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly received emergency medical attention and treatment with insulin after the meter power issue occurred, therefore this complaint is being reported.